Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had migration of implant, perforation of organs and two pulmonary embolisms. She underwent surgery to remove essure approximately 1.5 years after insertion. Migration of implant is an anticipated event in the reference safety information for essure. Perforation of organs was considered unanticipated in a conservative approach, since the exact nature of the perforated organ was not described. Pulmonary embolism is also unanticipated. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs and migration of implant was not specified. Despite the limited information, given the nature of these events, causality with essure cannot be excluded. Pulmonary emboli usually arise from thrombi originating in the deep venous system of the lower extremities. Considering the pathophysiology of pulmonary embolism and the local effect of essure, causality was assessed as unrelated. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pulmonary embolism ("2 pulmonary embolisms") in a female patient who received essure. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required) and pulmonary embolism (serious criterion medically significant). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the perforation, device dislocation and pulmonary embolism outcome was unknown. The reporter considered perforation, device dislocation and pulmonary embolism to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had migration of implant, perforation of organs and two pulmonary embolisms. She underwent surgery to remove essure approximately 1.5 years after insertion. Migration of implant is an anticipated event in the reference safety information for essure. Perforation of organs was considered unanticipated in a conservative approach, since the exact nature of the perforated organ was not described. Pulmonary embolism is also unanticipated. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs and migration of implant was not specified. Despite the limited information, given the nature of these events, causality with essure cannot be excluded. Pulmonary emboli usually arise from thrombi originating in the deep venous system of the lower extremities. Considering the pathophysiology of pulmonary embolism and the local effect of essure, causality was assessed as unrelated. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pulmonary embolism ("2 pulmonary embolisms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), fatigue ("fatigue ") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pulmonary embolism, fatigue and pelvic pain outcome was unknown. The reporter considered device dislocation, fatigue, pelvic pain, perforation and pulmonary embolism to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter information updated and lawyers added (legal case). On an unknown date she experienced fatigue and pain. On (B)(6) 2016, she had surgery to remove the essure implant (previously reported as (B)(6) 2015). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.